Manufacturer narrative:
Unable to duplicate alleged failure. Continuing ventilator evaluation.

Event description:
Customer advised via fax that ventilator stopped cycling during hyperbaric treatment and then started again as chamber pressure decreased. Treatment was completed after technicians adjusted ventilator. Technician reported that ventilator was making internal noise that would change as expiratory control valve was adjusted. No patient injury or compromise reported.